Event description:
Caller reported all buttons on the pump do not function. Caller stated he changed the battery; pump starts with e8 (power interrupt) error message and is unable to confirm the e8 message. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).